Event description:
The piece of hip positioner, specifically the flag portion, broke off during the surgery. The piece was embedded in superior acetabulum and was unable to be remove without destroying the acetabulum, so it was left in place.